Event description:
It was reported that a confirmed motor stall occurred with recovery following an MRI. The pump did not recover properly and took 3-4 hours to "get the pump going". The patient had to be hospitalized. Following motor stall recovery, the doctors were notified and the patient went home. No patient symptoms were reported. The reporter stated the patient was "feeling good" and there were "no problems at all". The device system was used to deliver lioresal.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2010 (B)(6), product type catheter. (B)(4).

Manufacturer narrative:
Conclusion codes no longer apply to this event. Correction: have been updated in this report.